Event description:
The following has been reported:cassette loading error.no patient harm or delay to care for these pumps.a preliminary review of the logs identified the following issue:mechanical hardware failure (av sticky valve).an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.additional information is needed to complete the investigation.